Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that before use, the allevyn gentle border lite 7.5x7.5cm was noticed to be trapped in the sealing part of the pouch and cut therefore, the dressing was not intact and the sterility of the dressing was compromised. There was no delay and the treatment was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
The device was not used in treatment, has been returned and evaluated, establishing a relationship between the device and the reported event. Visual inspection observed the dressing was cut and trapped at the edge of the seal. The root cause has been determined as a quality control deficiency. The dressing skewed after passing camera detection and then trapped in the side seal of pouch. The trapped dressing was not captured by operator during visual inspection. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review revealed a small number of similar events for this nature with manufacturing problems observed. A review of prior escalation actions found no actions applicable to the scope of this case. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.